Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted during interrogation that the right ventricular lead was not capturing at any output or pacing configuration. The patient was admitted for a lead revision (B)(6) 2020, the patient's original system was deactivated but remained implanted and was replaced with a leadless pacemaker. The patient was stable.